Event description:
According to the information received, the images are green. Occurred during a case but no delays and no patient impact. They were not able to print out images at the end. No negative impact on the procedure reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).